Manufacturer narrative:
Our traceability revealed that only 1 device from lot number 413803 (reference: 1-0204604) was distributed. Lot number 419339 (reference : 1-0205304) was not distributed. All devices from lot numbers 413803 & 419339 were immediatly quarantined in order to prevent further distribution. No fsca is initiated because only 1 unit was distributed, no other device are available on the market. The mix-up is confirmed. The totality of these both batches are involved. The review of customer complaint history database doesn't show similar incident related to mix-up associated to device from anatomic range. The DHR review doesn't show non-confirmity related to the incident recorded. Review of manufacturing data show that the these both lots were packaged during the same time period. According to our investigation, the procedure was not followed during the packaging step. A CAPA was open in order to prevent similar incidents.

Event description:
During surgery, inside a packaging labeled anatomic posterior stabilized femoral component cemented size 4 left (reference: 1-0204604, lot: 413803), healthcare facility identified a score ii femoral component - cemented - size 4 left (reference: 1-0205304, lot: 419339). Healthcare facility has several anatomic posterior stabilized femoral component cemented size 4 left (reference: 1- 0204604) from another lot number, therefore a device from another lot number was used.